Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and loose motion. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient was treated with injection meropenem (1gm, daily, intraperitoneal, discontinued) for peritonitis. Pd therapy was ongoing. On an unknown date, the patient was recovered from the event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.